Event description:
It was reported the device was not calibrating. It was reported there was no patient involvement or injury alleged.

Manufacturer narrative:
Integra has completed their internal investigation on 13may2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for model s hand piece, #3539700 s/n: (B)(4), manufactured on 7/27/2011 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. This device was last serviced on 12/01/2015. A two year lookback for this reported failure and or related to "not calibrating " for this product ID shows that (B)(4) complaints were received including this case. No new design or manufacturing trends have been identified. Conclusion: in summary: the manufacturing site could not confirm the reason for return. 4 months from last service but no calibration or function issue found. All three width clips received passed plating and flatness tests. Some light damage on the blade bed and leading edge but this is minor damage and isn¿t believed to be the source of the calibration issue. Spring tension measurement on the head assembly was low, oscillating pin could have been bent during procedure or cleaning process.